Manufacturer narrative:
Adding UDI informaton in this supplment.

Event description:
Customer state " 12 kits part 584909 contained 12 eaches part 378210 lot# 6047452 and 3 eaches part 370146 lot#6046839 the safety shields were retracted".